Event description:
A report was received that the patient was experiencing shock and discomfort at the ipg site. It was also noted that the ipg felt hot whenever changing programs. Database analysis revealed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent a revision procedure wherein extensions were added and the ipg pocket site was relocated. The patient was doing well postoperatively.